Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during an unspecified bariatric procedure the device cut but did not staple, leaving a hold in the stomach. It was unknown which reload was being used or which firing of the device this was. It was unknown how the procedure was completed. No buttressing material had been used. There were no patient consequences reported.